Manufacturer narrative:
(B)(4). Investigation summary: a retention sample of the complaint batch was evaluated along with a control batch. Testing was completed per qc standard test method.  Although testing did not confirm an excessive amount of artifact, a review of the most recent complaint data indicates a trend in confirmed complaints for artifact, therefore complaint is confirmed. A recall is being initiated for this batch. The batch history record was reviewed and no discrepancies were found. Root cause is under investigation and will be documented in our quality system.  Bd will continue to trend on complaints for artifacts. Investigation conclusion: complaint is confirmed for excessive artifact resembling bacteria. Update to risk management files is in process. Rationale: CAPA required.

Event description:
The customer reported that while using bd bbl¿ gram crystal violet they noticed precipitate in the stain. The precipitate was discovered prior to use on patient samples and no erroneous results were reported out. Excessive precipitate could lead to false positive grams stains being reported.